Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the proximal end of the dissection tip broke inside the pt's leg. It was detected during harvesting as the dissection tip was getting caught on to the vessels due to the sharp broken proximal end. The proximal end of the dissection tip broke into three pieces, two of which were retrieved from the pt's leg and the third piece was not found. The hosp does not think the third piece is still in the pt's leg, as it could have gotten lost in the drapes. The procedure was completed using a replacement accessory kit. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.